Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-00035. It was reported that the patient presented for an upgrade procedure. During the procedure, the left ventricle (lv) lead could not be implanted as there was a header anomaly with the pacemaker; the setscrew was completely closed and would not fit the left ventricle lead. The screw was then retracted to the maximum extent and the lv lead was tightened down using the hex wrench. At this time is was noticed that the lv lead had pulled back slightly. Attempts were made to advance the lv lead but it was ultimately decided that the patients anatomy would not accommodate a lv lead. The pacemaker was explanted during the procedure on (B)(6) 2020. No patient consequences.

Manufacturer narrative:
The complaint of left ventricle (lv) lead not able to be tightened down to the pacemaker header was confirmed. Inspection of left ventricular channel found punch hole in septum and septum material in the lv inset setscrew partially blocking the inset of the setscrew. This was consistent with incorrect insertion of torque wrench into the set screw inset and is considered user error. Once septum material was removed lv set screw could be tightened properly.